Event description:
The sales representative reported on behalf of the customer that the device, cv4000, was being used on (B)(6) 2021 during an anterior cruciate ligament procedure and that the ¿surgeon feels that its causing knee and shoulder joints to swell. He feels calibration is off.¿ after further assessment, it was discovered that it was extravasation. Some swelling is normal after a procedure of this type. Furthermore, there was no injury, no intervention for the patient and the patient recovering per standard protocol. There was no extended stay for the patient. Further assessment questions have been sent, but to date no answer has been received. (B)(4) was created to capture the 2nd event "shoulder joints". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The sales representative reported on behalf of the customer that the device, cv4000, was being used on (B)(6) 2021 during an anterior cruciate ligament procedure and that the ¿surgeon feels that its causing knee and shoulder joints to swell. He feels calibration is off.¿ after further assessment, it was discovered that it was extravasation. Some swelling is normal after a procedure of this type. Furthermore, there was no injury, no intervention for the patient and the patient recovering per standard protocol. There was no extended stay for the patient. Further assessment questions have been sent, but to date no answer has been received. Cen-36503 was created to capture the 2nd event "shoulder joints". This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event is confirmed. The software for this pump is a mandatory software upgrade, it was released in 2019 meaning this pump has not been in for service for at least 2 years. Equipment, especially consoles with calibrated sensors and limits, should be periodically sent in for calibration/maintenance. Error logs show there was at one point a discrepancy between the 2 pressure sensors. Testing at settings of low outflow and low suction at a set pressure of 20mmhg resulted in a pressure reading of over 50mmhg in an artificial joint which could lead to extravasation. Higher set pressures resulted in proportionally higher in joint pressures. The unit was then checked by a service technician and found to be out of calibration and the outflow tubeset latch is damaged. Please note that improperly installed or damaged/leaking inflow (10k100) tubesets as well as height of the console affect in joint pressure. The service history was reviewed, and no data was found. A review of the device history review found no abnormalities that would contribute to this issue. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.003. Per the instructions for use, the user is advised the following: the crystalview pro irrigation console, remote control, and accessories shall be returned every 12 months for servicing. This issue will continue to be monitored through the complaint system to assure patient safety.